Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). MFR site: correction - reg#. Device code 2017 - failure to follow steps/instructions. Evaluation summary: the device was returned for analysis. The reported clip deploying at the distal end of the device was confirmed. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number (B)(4) permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic angiogram. Reportedly, all steps were performed without issue through sheath splitting. The starclose se clip did not deploy out of the device and remained on a metal end. The patient was noted to have jerked around the time of the clip deployment. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.